Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had received a new battery cap for the insulin pump because it was shutting off but the issue was not resolved. The customer's blood glucose level during the incident was about 200 mg/dl to 300 mg/dl. The customer declined troubleshooting for the high blood glucose. The device was returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The device was received without battery cap unable to confirm damage. The device was received with cracked reservoir tube lip.